Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d9, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed and identified a broken tip. Based on the results of the investigation, the possible cause and root cause of the reported issue could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the resection sheath had tip broken. There were no reports of patient harm.